Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1700449 investigation did not show issues related to the complaint. The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found that the staples were crooked during use on a patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The stapler was returned without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be misaligned. The stapler appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 34 staples left in the cartridge indicating that at least 1 staple was fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. No staple fired. Another attempt was made and no staple fired. However, the staples were able to realign themselves after the first two attempts. On the next attempt, a staple was able to properly form. This was repeated several times with the same result. To simulate insertion into the skin, three staples were able to successfully attach to a foam pad. The remaining staples were fired with no issues. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a other remarks: part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent staples from firing initially. The staples were able to realign during functional inspection and all of the staples were able to form properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples crooked" was confirmed based upon the sample received. The sample was returned with the staples misaligned but the staples got realigned after two unsuccessful attempts at firing the staples. All of the staples were able to fire properly after the staples got realigned. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The doctor found that the staples were crooked during use on a patient. There was no patient injury.